Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed no delivery during normal use. Customer does not recall any significant events leading to the error. Customer's blood glucose was 537 mg/dl at the time of incident. Customer declined to troubleshoot and indicated would call back at a later time. The customer also indicated that they would not return any product for analysis. No further information was provided.